Event description:
A report was received through the distributor in a foreign country that, the users found that the catheter did not have any black scales when they set up the trach care on a pt. No pt injury or medical intervention cited. Kimberly-clark has no independent knowledge of the event reported above but is relaying the info that was provided by the facility where the incident occurred.

Manufacturer narrative:
The black scales assist the user for the distance and depth of the suction catheter. The incident device was returned for eval, but was sent to the sterilizer for decontamination. We cannot provide investigation results or a conclusion until the device returns from decontamination and has been tested.